Event description:
Customer reported results mix up between two microplates run on the ortho summit processor instrument. The customer reprocessed the samples from both microplates successfully. No erroneous results were reported. No death or serious injury was associated with this incident.